Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the evis lucera elite colonovideoscope presented with an error code of e315 for an unsupported scope. The intended procedure was completed successfully with a similar device with no delay. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error codes could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.